Event description:
The customer reported the system failed to move laterally. No report of pt or staff injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The table motor drive connectors were cleaned. The system was then found to be working as intended.